Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please provide healthcare provider contact information? Was the stratafix issue previously reported to ethicon inc,; if yes, please provide complaint number. If not, please provide the following: was the fixation loop not holding the tissue intra-operatively? Were the barbs on the suture not holding the tissue intra-operatively? How many procedures involved? If additional procedures, please provide: event date. Quantity involved. Event description stating issue for each involved device, when it occurred and how was case completed? Any patient consequences and how were they managed? Any devices available for evaluation?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and barbed suture was used. The doctor reported they had issues with the barbed suture. The loop on the ends pulled off and the prongs were not long enough. It is unknown if another like device was used to complete the procedure. There were no adverse consequences for the patient reported.